Event description:
It was reported that the patient was implanted with and inflatable penile prosthesis and had a suprapubic fat pad reduction on (B)(6) 2014. The patient went for a follow up appointment 2 days after the initial implant. The physician indicated the patient needed to make sure to get up and move around. The patient went home and several hours later while walking around suffered a pulmonary embolism. The patient was brought to the hospital but later died due to the pulmonary embolism on (B)(6) 2014.

Manufacturer narrative:
Reservoir catalog # 6/2/2014, lot/serial # (B)(4), expiration date 08/15/2016, manufacturer date 09/2014.

Manufacturer narrative:
Corrected: common device name from penile prosthesis to device, impotence, mechanical/hydraulic. Product code (FDA) from fae to fhw. PMA/510(k) from k821628 to n970012.